Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The left motor/gearbox was returned for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the plastic brake assembly housing was melted, but there was no visual evidence externally of the melting. The motor ran during the bench test, but with a loud brush noise. An expanded evaluation was performed. Per the expanded evaluation report, the left motor/gearbox had plastic deformation to the brake coil assembly and produced a nine-flash error code indicating a communication fault. The underlying cause was identified as a malfunction with the brake assembly due to the motor being able to operate with a 24 vdc power supply.

Event description:
Dealer states that the chair to drive to the left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair to drive to the left.